Event description:
Reporter indicated that after starting vns therapy he had a seizure that was "the worst he ever had that he can remember." He reported he was hospitalized for three days and his medication has been increased. Pt later reported he thought his "vns was great." Good faith attempts for further info are currently being made.